Event description:
Account alleged that the pendant cord became tangled around the pt's feet resulting in the pt failing. The pt fell and cut their forehead which required stitches.

Manufacturer narrative:
According to the hill-rom investigation, the management clip was not being utilized. This allowed the cord to be looped on the floor.